Event description:
During functional testing, the device delivered 166.8 joules when 200 joules was selected. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product.